Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A rf puncture generator was selected for use. It was reported that while monitoring the hybrid cath lab's power supply system during rf puncture generator use, a leakage current exceeding 4ma was detected in the generator power supply unit. Operation of the device has been suspended, and wish to arrange for an immediate replacement unit to be collected. Since the procedure has already started, an inverter was used instead. No patient complications reported. Procedure was completed without replacing the device. The device is expected to be returned for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A rf puncture generator was selected for use. It was reported that while monitoring the hybrid cath lab's power supply system during rf puncture generator use, a leakage current exceeding 4ma was detected in the generator power supply unit. Operation of the device has been suspended, and wish to arrange for an immediate replacement unit to be collected. Since the procedure has already started, an inverter was used instead. No patient complications reported. Procedure was completed without replacing the device. The device is expected to be returned for analysis. It was further reported that the issue was noted during procedure, indicated for left atrial appendage closure, done on (B)(6) 2026. The procedure was confirmed to be completed successfully, without replacing the device, despite the malfunction. The device is not expected to return as it was retained.